Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that the balloon deflated unexpectedly during the procedure. The physician inserted the balloon catheter into the pt and inflated the balloon to 7 or 8atm and attempted to inflate higher; however, it was noticed that the balloon was leaking contrast and then deflated. The pt is reported to be fine, finished the procedure successfully.